Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass; unable to perform the functional test including the currents test, self test, a21 error test, the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to lcd glass anomaly. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had physical damage. Customer reported to have woken up to display screen cracked with a purple discoloration which prevented reading of display screen. Customer does not know how damage occurred. Customer's blood glucose was 7.2 mmol/l. Customer was advised that insulin pump would need to be replaced.